Event description:
The infusion system which has been on the market at least one yr is used primarily for infusion of chemotherapy over prolonged periods. The co most recently has published data stating that the published and labeled flow rates are inaccurate under certain conditions. This can mean up to a 40% increase in dosage. This is totally unacceptable for precise doses that are necessary during chemo infusions. Data from co is being sent with this report. (See also mw1003021.) (*)